Event description:
Upon looking at the mar to administer 2000 meds, which included hanging a new 24 hour bag of tpn, rn noticed that tpn bag remained approximately half full. It initially contained 1500ml. The prescribed rate was 62.5 ml/hr. This rate was checked at handoff by rn's per policy and confirmed accurate on the pump. There was approximately 700-800ml left in bag. No apparent harm to patient as a result of tpn infusion.